Manufacturer narrative:
Additional product code: pml. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This case is being logged to capture the revision associated with (B)(4) which received as additional information. It was reported that, the revision of posterior lumbar spinal fusion was performed. The reason for revision was adjacent segment degeneration/adjacent level disease. The explanted products were expedium pedicle screws and cfx screws, but the lot numbers are not available. The implants were discarded and not available for collection. This report is for one (1) viper system fenestrated cortical fix polyaxial screw 5.5 x 8 x 40mm. This is report 1 of 2 for (B)(4).